Manufacturer narrative:
Received one device. Visual inspection found no damage; the complaint was confirmed during the air detector test. The air detector was replaced with new ones. The pump was calibrated and the performance verification test was performed: the device passed all test. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that an air in-line error occurred during testing. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.